Event description:
The box for this cc4204bf collamer plate lens was returned without any previous allegation of product problem. Writing on the box stated "implanted and removed-torn". The reporter stated the surgeon inserted the lens, but it tore. The lens was removed with no patient injury. The reporter stated it was unknown as to why the lens tore. Another lens was implanted.